Manufacturer narrative:
Bilateral patient implanted with the light adjustable lens ((B)(6) 2020 for left eye; (B)(6) 2020 for right eye). Patient was in the middle of light treatments for both eyes when covid-19 impacted the patient and prevented the patient from visiting the clinic to complete light treatments. Upon return to the clinic 2 months later, patient's visual acuity had decreased. The patient did not maintain compliance with uv spectacle wear during the prolonged interval caused by covid-19 interruption of clinical services. Both lenses were explanted on (B)(6) 2020 and replaced with new light adjustable lenses. Device history record for both lenses were reviewed. No issues were noted. Lens for the right eye (serial number (B)(4); manufactured 6/22/2019; expiration date 5/31/2022) was returned for evaluation. Visual inspection and optical path difference confirmed presence of premature photopolymerization. Lens for the left eye (serial number (B)(4); manufactured 9/24/2019; expiration date 8/31/2022) was not returned for evaluation. The site did provide a photo of the lens prior to explant which confirmed premature photopolymerization.

Event description:
Bilateral patient implanted with the light adjustable lens ((B)(6) 2020 for left eye; (B)(6) 2020 for right eye). Patient was in the middle of light treatments for both eyes when covid-19 impacted the patient and prevented the patient from visiting the clinic to complete light treatments. Upon return to the clinic 2 months later, patient's visual acuity had decreased. The patient did not maintain compliance with uv spectacle wear during the prolonged interval caused by covid-19 interruption of clinical services. Both lenses were explanted on (B)(6) 2020 and replaced with new light adjustable lenses.